Event description:
Edwards received notification that this (B)(6) lady with a valve model 7000tfx25 implanted in the tricuspid position underwent a valve in valve procedure after an implant duration of 8 years and 3 months due to degeneration leading to stenosis (12mmhg). A sapien 3 valve was implanted within the disabled edwards valve through transvenous access with no reported complication for the patient who was expected to recover quickly and was discharged. Patient had a history of congenital heart disease with multiple cardiac interventions